Event description:
It was reported that during a treatment procedure to place a central venous line, the wire fractured. The physician had placed the line down past the inferior vena cava and noted that the inner core was poking through the outer coil of the wire. As the physician was removing the wire from the patient, the outer coil began to stretch. No patient injury or complications were reported.